Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump has stopped working. Customer also states that there is a button error alarm. The blood glucose reading is 72 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted during testing. However, unit had intermittent button response due to corroded keypad traces on the up and down buttons. The device had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.